Event description:
Same case as MFR's report # 6000089-2006-001509 and 6000130-2006-00192. It was reported that during an iliac stent placement treatment procedure, the distal tip of the zipwire guidewire sheared off. A second wire was used to complete the case with no pt complications. Current pt condition is reported as 'fine'.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.